Event description:
Adverse event report. Info regarding pt status received on 02/25/2000. Pt: developed paraplegia post endovascular repair with an ancure bifurcated graft on 02/16/2000. There were no device failures during the procedure. Currently the condition remains and the pt is recovering and dealing with the condition. During the endovascular repair, epidural anesthesia was administered, and the left internal iliac was occluded by the graft. The condition developed as follows: day 0: the pt exhibited partial paralysis immediately post-op. CT eval showed no bleeding into the spinal space. Day 1: the pt recovered function. Day 2: pt was essentially normal. Day 3: pt showed complete paraplegia. MRI showed no bleeding into the spinal space, but signs of infarct of the spinal cord. As no signs of bleeding are detected, there is no reason to believe that the paralysis is due to epidural anesthesia.